Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the heat exchanger is leaking. Additional malfunctions are the gear clamp and bed hoses are leaking.